Manufacturer narrative:
One medfusion pump was received with no noticed external damage. The event history log was reviewed and there were primary audible alarm post errors and an acu watchdog failure. Startup, flow and occlusion tests were conducted. The reported issue was unable to be duplicated. The cause of the issue was unable to be determined. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog failure. There was no reported adverse event.